Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette diluent into well position e7 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamp in position 11 and tip clamps in positions 2,3,7,10 and 12. No death or serious injury was associated with this event.